Event description:
A 5m epidural catheter tip inserted at the l3-l4 level for labor analgesia was broken off while attempting to pull back. Dates of use: (B)(6) 2008, diagnosis or reason for use: labor and delivery.